Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Rising thresholds on the lead as well as low sensing were reported. The lead impedances were "off" comparing bipolar to unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.